Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 541 mg/dl. Reportedly, the cause was customer inadvertently tapped the "stop insulin" button. Bg was addressed via customer tapping "resume insulin" and delivered a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.